Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was not exchanged for another icl lens.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue on the product. Visual inspection found the lens torn/broken and fibers on lens surface. Dimension of inspection found lens was within specification. Claim #(B)(4).